Event description:
During predilatation of a calcified lesion the balloon burst at 6.5 atm (1.5 atm below burst rate). No patient injury or complication occurred and no intervention was required. During product evaluation a jetstream leak was detected. Although no jetstream leak was reported during the event and no patient complications or intervention occurred, such a leak may cause an adverse event if it were to recur.